Manufacturer narrative:
(B)(4) . Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 47 and 53mg/dl. The customer's expected fasting blood glucose test result range is 120 - 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not able to perform a back to back blood test during the call on (B)(6) /2018. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report (B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Wrong meter returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 47 and 53mg/dl. The customer's expected fasting blood glucose test result range is 120 - 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not able to perform a back to back blood test during the call on (B)(6) 2018, . The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is july 2018. The meter memory was reviewed for previous test result history: result 1 :47mg/dl date:(B)(6) 2018, time:7:39am fasting, result 2 :47mg/dl date:(B)(6) 2018, time:7:39am fasting, result 3 :117mg/dl date:(B)(6) 2018, time:9:59am fasting, result 4 :120mg/dl date:(B)(6) 2018, time:9:54am fasting, result 5 :53mg/dl date:(B)(6) 2018, time:9:54am fasting.